Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that following a belatacept infusion, the medication was complete however the IV pump continued to "push air through the line" without alarming. The pump was stopped before the air reached the patient. There was patient involvement but no harm.

Event description:
It was reported that following a belatacept infusion, the medication was complete however the IV pump continued to "push air through the line" without alarming. The pump was stopped before the air reached the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit : a23 - use of device problem (1670), g0200802 - software interface, c23 - usage problem identified, d11 - cause traced to user.

Event description:
It was reported that following a belatacept infusion, the medication was complete however the IV pump continued to "push air through the line" without alarming. The pump was stopped before the air reached the patient. There was patient involvement but no harm.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report that the pump module not alarming for air-in-line during an infusion of belatacept was not confirmed through a review of the device logs or through testing. ¿ a review of the returned pump module and pcu device error logs observed no errors or malfunctions on the reported date of the event of 21nov2023. O the pcu was powered on 17nov2023 at 11:10:42 am. Two infusions took place before the event occurred. The suspect device was then selected on 21nov2023 at 1:55:56 pm and programed to infuse drug ID 46 (belatacept) at a rate of 200 ml/h with a vtbi of 100 ml. O the infusion completed at 2:26:26 pm and then an additional 10 ml was added to the vtbi (volume to be infused) and the infusion was restarted. O the suspect device was then channeled off at 2:28:31 pm. O the calculated volume infused was 105.2 ml. ¿ results from the air in line product analysis procedure found the pump module operating within specification. ¿ the external and internal inspection showed no abnormalities that contributed to the reported event. ¿ testing of the returned administration set found no abnormalities during testing. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported complaint of air in the line without alarm was not able to be identified during the investigation. The suspect device was tested and found with no anomalies that would contribute to the reported complaint. Note that imdrf annex a1801, a040502, a0404, a09, g02017, g0301201, g04090, c0601, c07, d01, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that following a belatacept infusion, the medication was complete however the IV pump continued to "push air through the line" without alarming. The pump was stopped before the air reached the patient. There was patient involvement but no harm.